Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223202 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) is exposed at the tip of the device. The sealant sleeve is not housing the sealant correctly. A new unknown mynx device was opened and used to achieve hemostasis. There was no reported patient injury. The malfunction was noted during prep. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was inspected for damages when removed from the package and it was not used in the patient. The device was opened in a sterile field. The user is trained to the device. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the sealant of a 5f mynx control vascular closure device (vcd) is exposed at the tip of the device. The sealant sleeve is not housing the sealant correctly. A new unknown mynx device was opened and used to achieve hemostasis. There was no reported patient injury. The malfunction was noted during prep. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was inspected for damages when removed from the package and it was not used in the patient. The device was opened in a sterile field. The user is trained to the device. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 & 2 remained in the manufacturing position with the stopcock open. The sealant remained in manufacturing position exposed to moisture and not along the catheter. The sealant sleeve assembly was observed to have been slightly kinked/bent. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. The syringe was returned but not connected to the device as received. The procedure sheath was not returned with the device. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, the sealant was released and a simulated deployment test was performed on the returned device, and the button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was observed slightly kinked/bent as received and the sealant remained in manufacturing position not exposed along the catheter. A product history record (phr) review of lot f2223202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was slightly kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.